Event description:
Vague report from baxter-spain states two incidents of overinfusion occurred during patient use. Report states "infusion complete 10 hours earlier (the total infusion time expected was 24 hours)." Devices contained 50mg metoclopramida and ns for a total volume of 50ml. Reporter indicates no patient injury resulted. Additional information received from baxter-spain identifies drug involved as metoclopramide (primperam).